Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an 11.5 cm abdominal aortic aneurysm. Vessel morphology was not reported. After the talent bifurcated stent graft (MFR report #2953200-2010-01372) was implanted, the final angiogram showed what was thought to be an unk or type IV endoleak. The physician elected to place an aneurx aortic cuff; however, an unk endoleak persisted after the aneurx cuff was placed. The physician then elected to add aneurx aortic cuffs on each side in order to build up the flow divider about 2-3 cm, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (endoleak), other (unk cause of endoleak).